Manufacturer narrative:
Received one empty and used pump for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 91ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump infused within specification. A review of the lot history found no other complaints for fast flow for the reported lot. The info provided indicated that the fill volume was 91ml, which is below the nominal fill volume of the pump. The directions for use (dfu) (1303046, rev. E) indicate that the pump with this fill volume should infuse in approximately 44 hours. The dfu contains a caution for under filling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate." The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal.

Event description:
Flow rate too fast. It was reported by patient that pump was empty 8 hours too early. No adverse clinical effects were noted.